Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 520 mg/dl. The customer reported no symptoms and is feeling ok. The customer treated with manual injections of novolog. The customer¿s current blood glucose level is 520 mg/dl. The customer did troubleshoot the issue and found air bubbles in the tubing. The customer treated with 4 units of insulin and changed the set. The customer's blood glucose level came down to 492 mg/d. The insulin pump will not be returned for analysis.